Event description:
It was reported that while the ventilator was connected to a pt, it stopped after three technical error codes indicating pt category mismatch, disabled valves and internal memory error were generated.